Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 98% stenosed lesion in the left superficial femoral artery (sfa) with heavy calcification and moderate tortuosity. A 5.00 x 60mm armada balloon dilatation catheter (bdc) was advanced to the target lesion on a 0.035 unspecified guidewire; however, during the second inflation the balloon ruptured at 8 atmospheres after 2 minutes due to heavy calcification in the lesion. The bdc was removed from the patient and a 6.00 x 80mm absolute stent was implanted. Then post-dilatation was performed with a 5.00 x 40mm armada balloon to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information regarding this issue was provided.